Event description:
It was reported that this patient received an inappropriate electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing. It was noted that the patient had developed ventricular tachycardia (vt) during a treadmill test which took multiple shocks from this s-ICD to convert the rhythm. The patient was symptomatic. The vector was reprogrammed to alternate. This device was explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing. It was noted that the patient had developed ventricular tachycardia (vt) during a treadmill test which took multiple shocks from this s-ICD to convert the rhythm. The patient was symptomatic. The vector was reprogrammed to alternate. This device was explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.